Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that pressing certain buttons would make all numbers on the screen disappear. The customer also reported that he had changed the battery, but the display remained blank. Blood glucose level at the time of the incident was 364 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not properly plugged in to the interface circuit board. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window and cracked reservoir tube lip.